Manufacturer narrative:
The expiration date of the reagent is 30-apr-2023. The calibration performed on 08-oct-2022 was within specifications. The qc chart provided from 01-nov-2022 until 09-nov-2022 had several qc error flags on 06-nov-2022 and 07-nov-2022. It was reported that the cause of this issue was unknown. On the day of the event, it was reported that the customer only performed qc for the pack in use. These qc findings on 05-nov-2022 were within the ±1 standard deviation (sd) range. However, all erroneous results from 05-nov-2022 were executed with a standby reagent pack. No qc was run for this standby reagent pack on 05-nov-2022. Product labeling states "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per cobas e pack, and following each calibration." The customer confirmed that the pretreatment reagents were not checked for foam. The investigation determined the age of the measuring cells and the number of cycles were within specifications. The investigation excluded a general reagent problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin d total iii assay results for 70 patient samples tested on a cobas e 801 analytical unit. The initial results were not reported outside of the laboratory. The reporter was able to provide the following examples of discrepant results: the following patient samples were initially run on (B)(6) 2022. They were rerun on their other e 801 on (B)(6) 2022. Sample ID: (B)(6) the initial result from the analyzer was 120 ng/ml with a data flag. The repeat result from the other analyzer was 28.1 ng/ml. Sample ID: (B)(6) the initial result from the analyzer was 120 ng/ml with a data flag. The repeat result from the other analyzer was 30.0 ng/ml. Sample ID: (B)(6) the initial result from the analyzer was 120 ng/ml with a data flag. The repeat result from the other analyzer was 26.3 ng/ml. Sample ID: (B)(6). The initial result from the analyzer was 120 ng/ml with a data flag. The repeat result from the other analyzer was 31.5 ng/ml. This patient sample was initially run on the analyzer on (B)(6) 2022 and was rerun on the other e 801 also on (B)(6) 2022. Sample ID: (B)(6) the initial result from the analyzer was 120 ng/ml. The repeat result from the other analyzer was 45.80 ng/ml. The reagent lot number is 646232. The expiration date was requested but not provided.

Manufacturer narrative:
The customer stated that the questionable results were from a standby reagent pack. The customer did not run qc for this standby reagent pack.